Event description:
A ventilator was returned to the manufacturer with an allegation of an issue with the display screen. The device was not in patient use. The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. The display screen had evidence of physical damage.